Event description:
A user facility reported to olympus that no image was present when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. Additionally, the evaluation found the video connector socket failed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, other, replace france with sweden. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the image was not displayed due to a failure of the printed circuit (dr) board. Since this device was shipped before the design of the dr board was changed, it was determined that the failure was due to a design defect. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear used in combination with the 180 series scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, occurred during a therapeutic endoscopy procedure. The intended procedure was completed using similar equipment. There was no adverse health effect to the patient that occurred, attributed to a delay in procedure.